Event description:
Customer reported a past high blood glucose event with an unknown cause. Specific blood glucose value was not available, reported only as ¿high.¿ cause was not known. Customer resolved the situation by changing the infusion set and cartridge, did not require third-party assistance, and was advised by technical support to consult with a healthcare professional for further discussion about blood glucose fluctuations.